Event description:
It was reported that during a sigmoid colon resection the staples spilled out into the patient when the device was fired. After the staples were retrieved, the customer used another device to complete the case, but had to do the anastamosis lower which turned the case into a lower anterior resection.